Manufacturer narrative:
A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specs. The (B)(6) 2010 navilyst medical complaint report was reviewed for the product family of "stopcocks/manifolds" and the failure mode of "packaging issue." No adverse trends were identified. One box of 50 unused stopcocks, which included the reported device pouch, were returned for eval. The reported sample was visually examined and found to contain a hole in the tyvek portion of the pouch. The remaining 49 stopcock pouches were undamaged. The most likely cause of the hole is damage incurred by handling after the device left the navilyst medical facility. The product pouches are 100% inspected to be visually free from holes, tears, or other damage during the sealing process and the hole in this pouch would have been identified at that time. (B)(4).

Event description:
As reported by distributor in (B)(6), during the warehouse inspection process, a stopcock in a "damaged" pouch was identified. The device was returned to navilyst medical by the distributor. After the sample was visually examined and the investigation concluded on (B)(6), 2011, it was determined that the "damage" referenced by the complaint reporter was a hole in the stopcock pouch. This condition compromises device sterility.